Event description:
During a procedure, the physician used a cook acusnare polypectomy snare. The handle worked properly, but the coagulation did not work when the snare was closed, with the use of the electric bistoury pedal [electrosurgical generator and pedal system]. Removal of the snare [occurred] and the procedure was stopped due to the fragility of the patient. The sheath at the end of the handle seemed crushed for the personnel present; [it was] difficult to see after disinfection of the medical device. The procedure was not completed. The following additional information was received 08-mar-2019: for the resection of a colon polyp, the loop [snare] was introduced into the operating channel of the endoscope. [The snare head] opened and then closed, but the electrical current [did] not pass through the loop [snare head] and the polyp was not cut. Another loop [snare] could not be used because the patient was fragile. The procedure was interrupted. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Erbe electrosurgical generator, unknown model. Investigation evaluation: our laboratory evaluation of the product said to be involved could not confirm the report as it was described. There were several bends throughout the catheter. The catheter was kinked from the base of the handle to 1 cm distal to the base. Prior to the device shipping back from the user, the user stated that the device was disinfected. The kink near the base of the handle may have lessened because of the device being disinfected. The handle was manipulated and the snare head would open and close as intended. A functional test was performed by advancing the device down a olympus (2.8 mm channel). The endoscope was placed in a curved position. The handle of the device was manipulated and the snare head would open and close with no resistance felt. The continuity from the electrical pin to the snare head was tested with an ohm meter and passed. An additional functional test was performed by attaching the active cord to the electrical pin. The active cord connected to the device easily and remained securely connected. The device was connected to a valley lab generator and power was applied. The coagulation pedal was pressed and the snare burned the simulated tissue as expected. The snare also cut the simulated tissue as expected. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for the reported observation could not be determined because the product said to be involved functioned as intended. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The instructions for use contains the following information to assist with proper set-up and use of the device: "before using this device, follow recommendations provided by electrosurgical unit manufacturer to ensure patient safety through proper placement and utilization of patient return electrode. Ensure a proper path from patient return electrode to electrosurgical unit is maintained throughout the procedure." "Inspect active cord. Cord must be free of kinks, bends, breaks and exposed wires to allow for accurate transfer of current. If an abnormality is noted, do not use active cord." "With electrosurgical unit off, prepare equipment. Securely connect active cord to device handle and electrosurgical unit. Active cord fittings should fit snugly into both device handle and electrosurgical unit. Following instructions from electrosurgical unit manufacturer, position patient return electrode and connect it to electrosurgical unit." "Following electrosurgical unit manufacturer's instructions for settings, verify desired settings and activate electrosurgical unit. Note: maximum rated input voltage for this device is 2kvp-p for cut mode and 5 kvp-p for coagulation mode." Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Concomitant medical products: electrosurgical generator, unknown make and model. Investigation evaluation: our laboratory evaluation of the product said to be involved could not confirm the report as it was described. There were several bends throughout the catheter. The catheter was kinked from the base of the handle to 1 cm distal to the base. Prior to the device shipping back from the user, the user stated that the device was disinfected. The kink near the base of the handle may have lessened because of the device being disinfected. The handle was manipulated and the snare head would open and close as intended. A functional test was performed by advancing the device down a olympus (2.8 mm channel). The endoscope was placed in a curved position. The handle of the device was manipulated and the snare head would open and close with no resistance felt. The continuity from the electrical pin to the snare head was tested with an ohm meter and passed. An additional functional test was performed by attaching the active cord to the electrical pin. The active cord connected to the device easily and remained securely connected. The device was connected to a valley lab generator and power was applied. The coagulation pedal was pressed and the snare burned the simulated tissue as expected. The snare also cut the simulated tissue as expected. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for the reported observation could not be determined because the product said to be involved functioned as intended. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The instructions for use contains the following information to assist with proper set-up and use of the device: "before using this device, follow recommendations provided by electrosurgical unit manufacturer to ensure patient safety through proper placement and utilization of patient return electrode. Ensure a proper path from patient return electrode to electrosurgical unit is maintained throughout the procedure." "Inspect active cord. Cord must be free of kinks, bends, breaks and exposed wires to allow for accurate transfer of current. If an abnormality is noted, do not use active cord." "With electrosurgical unit off, prepare equipment. Securely connect active cord to device handle and electrosurgical unit. Active cord fittings should fit snugly into both device handle and electrosurgical unit. Following instructions from electrosurgical unit manufacturer, position patient return electrode and connect it to electrosurgical unit." "Following electrosurgical unit manufacturer's instructions for settings, verify desired settings and activate electrosurgical unit. Note: maximum rated input voltage for this device is 2kvp-p for cut mode and 5 kvp-p for coagulation mode." Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a polypectomy procedure, the physician used a cook acusnare polypectomy snare. The handle worked properly, but the coagulation did not work when the snare was closed, with the use of the electric bistoury pedal [electrosurgical generator and pedal system]. Removal of the snare [occurred] and the procedure was stopped due to the fragility of the patient. The sheath at the end of the handle seemed crushed for the personnel present; [it was] difficult to see after disinfection of the medical device. The procedure was not completed. Our attempts to collect additional information regarding patient outcome were unsuccessful. While the complainant did not specify if the patient experienced any adverse effects or required additional medical procedures due to this event, the information able to be collected does not reasonably suggest the patient was adversely impacted.